Event description:
The passeo-35 balloon was selected for treatment of a calcified lesion in the rca. During the intervention it was noticed that the balloon is perforated in the middle and could not be used.

Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned device revealed a fine jet of water emerging from the medial balloon part when attempting inflation. Microscopic analysis of the balloon surface showed a microscopic leakage about 26 mm proximal to the distal x-ray marker. Scratches were observed in the balloon surface nearby the damage site. It seems likely that the damage of the balloon surface was caused by a hard, sharp-edged object pressing against the balloon from the outside. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause is most likely related to the patients anatomy.